Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.0, lab: 1.5. Date: (B)(6) 2012, 0.8, 2.5. Pt's therapeutic range; 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.